Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient while inserted in the left internal jugular, this swan-ganz pacing catheter was unable to pace. The cables were checked and tightened and the generator and cable were changed out without success. Only replacing the device with a new unit the problem could be solved. The swan-ganz was observed to be intact and the balloon working without issues upon removal of the catheter. Patient demographics unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for both possible lots and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. For lot 65137204: date of manufacturing: 08/26/2023, date of expiration: 08/23/2025 for lot 65067756: manufacturing: 06/03/2023, date of expiration: 05/25/2025 the device was evaluated. The report of unable to pace was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Proximal leadwire was found to be broken under the balloon. Distal circuit was continuous. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. Based on the available information it cannot be confirmed that this complaint is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through an electrical continuity inspection and tip visual inspection.